Event description:
Complainant alleged that during incoming inspection the device analyzed a simulated shockable rhythm, charged to selected energy and then internally dumped the engery. The device displayed "discharge fault" and "defib fault 108" message. Complainant indicated that there was no pt involvement in the reported malfunction.